Event description:
The customer contacted stryker to report that their device had a loose magnetic pin in the lid. In this state the device may not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement lid and battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.